Manufacturer narrative:
(B)(4).

Event description:
Pt reported she did not received any transmitter low battery countdown on her display device before the transmitter stop working and display device asked to pair a new transmitter.